Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg is inoperable due to lack of recharge for the past two months. Subsequently, communication ceased between the external devices and the ipg. Surgical intervention was undertaken on (B)(6) 2014 explanting and replacing the ipg. Effective coverage was achieved postoperatively. The tissue is resolved.